Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device rest while it was infusing. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. During testing at the user facility, it was noted that the device rest while it was infusing, delivered 24.7 ml and could not get the volumes and kvo (keep vein open) vtbi (volume to be infused) complete to clear. No add'l info was provided, including if there were reported adverse patient events or delays in critical therapies while the device was in clinical use.